Event description:
The customer was hospitalized for low bgs. The cause of low bgs was diagnosed as seizure. The customer was disconnected during rewind and prime. Troubleshooting was performed. The insulin type and concentration, programming, and histories on the pump were accurate. Suggested to the customer to call their doctor to discuss possible causes of low sugar level.